Manufacturer narrative:
H3: the introducer sheath was returned within the dispenser coil. The pushwire will not be returned as it was discarded at the site. The entire length of the axium implant coil was found stretched with the polypropylene filament broken. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed as the axium implant coil was found stretched. Possible contributing factors to ¿coil stretch¿ include navigation through severely tortuous anatomy, resistance during delivery, and difficulty, or repeated repositioning. There was not any resistance during the delivery of the axium coil in the catheter, the vessel tortuosity was ¿normal¿, and the physician did not reposition the coil. Therefore, the cause for the event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil (qc-4-12-helix) was observed to be unwound / stretched in the middle of the microcatheter.

Manufacturer narrative:
Additional information has been received. Updated section . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil observed to be break/separated in the middle of the microcatheter. Prior to the event, medtronic microcatheter was advanced and placed at the lesion. The first axium coil was successfully implanted into the aneurysm; however, the reported event occurred during deployment of the second coil. The microcatheter was quickly withdrawn and the second coil was replaced with another coil to successfully complete the procedure. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment for an unruptured saccular aneurysm measuring 7mm x 6mm located in the bifurcation of the middle cerebral artery.